Event description:
It was reported by the customer that the device will intermittently fail to turn on using battery power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported problem was not determined. The same device problem was reported again in (B) (6) 2008. Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The power supply was replaced as a precautionary measure and the device was returned to the customer. The removed power supply was not returned to physio-control for evaluation. The root cause of the reported problem was not determined.